Event description:
Baxter received a report stating that versacare frame bed exit was not alarming at the nurse's station. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the sidecom board was broken. Per the baxter user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the baxter user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on september 29, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the sidecom board to resolve the reported event. Based on this information, no further action is required.